Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2013-05534 & 05535). The patient's right hip revision procedure was reported on medwatch numbers 1825034-2013-00847 & 03496.

Event description:
Patient's legal counsel reported that patient underwent right total hip arthroplasty on (B)(6) 2009 and left total hip arthroplasty on (B)(6) 2009. Legal counsel for patient further reported that a right hip revision procedure was performed on (B)(6) 2012 due to patient allegations of pain, discomfort, soreness, dysfunction, and loss of range of motion. There has been no reported revision of the patient's left hip. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therin are unverified. Additional information received in patient medical records indicates that the right hip revision procedure that took place on (B)(6) 2012 was due to elevated metal ion levels and synovitis. The operative notes confirm that the modular head and taper adapter were removed and replaced.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. The acetabular cup remains implanted and was not removed during the revision procedure.